Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a partial lead was returned in one piece measuring 45.5 cm. Visual inspection found external abrasion breaching the outer insulation exposing the outer conductor coil, noted at 27.2 cm to 27.8 cm from the distal tip consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. Device manufacture date was not available.

Event description:
This report is to advise of an event observed during analysis.